Event description:
It was reported by service report that the head left siderail panels were damaged and unable to slide in and out and could not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - siderail stuck due to bent fowler weldment at the screws holding the siderail. Siderail panels cracked with no sharp edges.